Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed through disassembly and visual inspection. The device failed for heat due to a breakdown of lubrication/deprivation. The device was scrapped by the manufacturer.